Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that while the customer was injecting tc-99, a line failure occurred, resulting in a spray of radioactive material onto the technologist. This incident is part of ongoing issues with these lines leaking. The event occurred during IV infusion. There was a patient involvement, no patient injury was reported.